Manufacturer narrative:
Complaint confirmed, the suture construct of three devices were returned broken. The 4th suture construct was intact but one implant was bent. No abnormalities were observed on the delivery devices. The cause of the event is undetermined, however likely causes include user-applied mechanical forces, improper insertion depth.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscus refixation after piercing the meniscus and applying the first implant, the suture was splintered and did not provide stability. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update 08-feb-2021 dw it was further reported that the surgeon made an attempt to retrieve/shave the remaining material from the patient however it could not be confirmed that the implant could be retrieved completely. The surgery was finished successfully with a new device with the same part number.